Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged the pump was making a loud, high-pitched noise. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impede the patient's ability to recognize or respond to an audio alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: on investigation, a high-pitched noise was heard while the display was actively illuminated. The pump was opened for investigation and revealed moisture damage on the printed circuit board. The reported high-pitched noise was determined to be due to moisture damage inside the pump; moisture ingress at the site of a crack in the pump case. Investigation duplicated the complaint.